Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: gel mentor breast implant of unknown type. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with gel mentor breast implants and experienced capsular contracture and rupture on the right breast implant and the left breast implant. The capsular contracture and deflation were discovered during doctor visit on (B)(6) 2017. As a result, the patient had undergone explantation and replacement of the devices with gel mentor memorygel breast implant 325cc catalog number 3503251bc, serial number (B)(4) on the left breast and gel mentor memorygel breast implant 325cc, catalog number 3503251bc, serial number (B)(6) on the right breast. The patient tolerated surgery well. The patient left surgery in a stable condition. This medwatch is for the left breast implant.

Manufacturer narrative:
On 06/29/18, it was reported to mentor that the device that was received was a non-mentor device. Manufacturer¿s reference number: (B)(4).